Event description:
It was reported that during tka, the gii oval patella 5 pt. Sz gde broke outside patient. No injury to patient or delay reported. It is unknown how the procedure was finished.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the gii oval patella 5 pt. Sz gde is broken which causes it to not properly function. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.